Event description:
The valve was removed due to stenosis as noted on echo. During explant, valve calcification and ulceration of the leaflet was found during macroscopic exam. The device was replaced with no additional consequence to the pt.